Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap gastrectomy, the package was opened; however, the tip of cannula had been chipped. The device was not used on a patient. New one was opened to correct the problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Pmv was unable to detect any discrepancies related to the components or the manufacture of the product. The distal end of the cannula was chipped. The condition of the instrument precludes functional testing. A review of the device history record indicates this device lot number was released meeting all quality specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.